Event description:
It was reported that externalized conductors were observed via fluoroscopy. High capture threshold was noted. Lead to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received that the lead was capped and replaced.